Event description:
Rep reported that the physician did not believe shunt system was working properly. It was observed that fluid was coming out the distal end of the valve when the surgeon disconnected the distal catheter. Doctor still replaced the valve.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.